Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during implant procedure, the physician perforated the heart when trying to move the right ventricular (rv) lead from the base to the apex of the heart. The patient¿s blood pressure had dropped. Cardiopulmonary resuscitation (CPR), pericardiocentesis and rv repair were performed. This lead was removed and will be returned. No additional adverse patient effects were reported.